Event description:
When changing pca vial, rn removed empty vial and attached new vial to plastic plunger. Attempted to remove IV tubing from opposite end of plunger to expel air from vial, but plastic tubing attachment broke. Tubing was then completely replaced.